Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: rvdr01, ipg; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had been feeling "spacey" and that they had shortness of breath when walking up stairs. It was discovered the patients right ventricular (rv) lead had 'failed" and a potential fracture was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.